Event description:
It was reported that the coating peeled off. The target lesion was located in the splenic artery. A 135/10 renegade hi-flo was selected for use. During the procedure, the device was flushed, and it was noted that the hydrophilic coating peeled off. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: this renegade hi-flo catheter was received for analysis. Visual inspection was able to identify a shaft fracture and stretching while still inside the carrier hoop. Microscope inspection revealed a fractured/stretched shaft located at the strain relief to 21.5 cm. The outer shaft was hydrated, and no coating issue was observed.

Event description:
It was reported that the coating peeled off. The target lesion was located in the splenic artery. A 135/10 renegade hi-flo was selected for use. During the procedure, the device was flushed, and it was noted that the hydrophilic coating peeled off. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure.